Event description:
It was reported that balloon rupture occurred. A 3.0 0mm x 15 mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 4-5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.